Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The cup added to this complaint was not returned for investigation. A search of the complaint database did not reveal any related complaints against the provided cup lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening, infection, a feeling that the hip is going to "pop" out, and elevated levels of cobalt chromium. Update 5/14/13 - pfs and medical records received. Part/lot was provided. Operative notes indicated that the patient suffered from infection and was completely revised on (B)(6) 2006. All products have been reported. Update 5/14/2013- pfs and medical records received. Medical records re-reviewed. The revision operative note indicated infection. Only the femoral head was revised. Litigation alleges infection so the all implants are being reported. The acetabular cup is being added to the complaint. There was no mention of loosening or elevated metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/29/2015.